Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Both left and right seat rails were returned for evaluation, and subsequent testing verified the complaint. The seat rails were both broken at the rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer stated that the seat rail is broken at the weld.